Event description:
Recovery ivc filter found to be fractured with one arm retained locally in an extracaval location. The filter was removed with forceps and the fragment was left behind. FDA safety report ID # (B)(4).